Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer fell into water with insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. The customer returned the device for alleged stuck button alarm and exposed to moisture on august 10, 2022. The device passed the displacement test and self test. No stuck button alarm, button error alarm or unresponsive buttons noted during testing. During visual inspection, found moisture damage on the keypad traces. Stuck key alarm confirmed in the device history file due to moisture damage on the keypad traces. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Please see below for the stuck key alarm listed in the device history file on the event date august 10, 2022 august 10, 202220:53:48.000 alarmalertnotification faultnumber = stuck key alarm (61) august 10, 2022 21:03:00.000 alarmalertnotification faultnumber = stuck key alarm (61) august 10, 2022 22:24:14.000 alarmalertnotification faultnumber = stuck key alarm (61) august 10, 202222:34:01.000 alarmalertnotification faultnumber = stuck key alarm (61) device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Stuck button alarm/stuck key alarm confirmed. Exposed to moisture confirmed customer concern: customer reports that she fell on water and half an hour later she got a stuck button alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.